Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced drainage at the implant site. The recipient was cleared by the surgeon to use the external processor. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient's incision site has reportedly healed without medical intervention.